Manufacturer narrative:
The device was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after insertion of iol, surgeon observed posterior capsule rent, requiring a vitrectomy. The next day the lens was removed and replaced with an ac lens. The original procedure was complicated with posterior capsule break, vitrectomy, pupillary block glaucoma attack necessitating iol exchange the next day. In the surgeon's opinion the most likely cause was aqueous misdirection. The pt's current prognosis is good. The inserter that was used during this event is reported under 1119279-2013-00342.